Event description:
Received info that an 840 ventilator had blank display with horizontal lines. No pt involvement. Covidien customer support engineer (cse) verified malfunction. Cse inspected the device and replaced the backlight inverter printed circuit board (pcb). Device pass the extended self test (est).

Manufacturer narrative:
Covidien reference no. (B)(4).